Event description:
The prolene suture the surgical until were using kept fraying while fixing the defect from the umbilical hernia. Surgical staff used another 2 sutures from same box and they also frayed. Logistics department was contacted for a new box of suture with different lot#. The new box came up with the same lot number. There were no other sutured available. We used the suture from the new box and it did not fray as the previous sutures did to fix the umbilical hernia defect.